Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. It was noted during testing that the impedance fell but returned back to baseline. Lead abrasion was suspected. Both lead remain in use. No patient complications have been reported as a result of this event.